Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was discovered when taking the device out of the box after delivery. The device contained fluorouracil 3150mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 27, 2023 to april 28, 2023. The device was received for evaluation. A visual inspection with the naked eye was performed which noted a white drug residue located at the connection of the blue winged luer cap which suggested a small leak may have occurred at this location. Further examination revealed the blue winged luer cap was slightly untightened. A functional leak test was performed on the device by adding green color water to the bladder. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was monitored until the next day. The next day, no signs of a leak were observed. Per sample analysis, the device was conforming product. The reported condition of leak was confirmed. The cause of the condition could not be determined, however, may be due to a use error because the blue winged luer cap was not securely tightened after fill. The product label (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.